Event description:
It was reported when the circulating nurse attempted to open the no. 5 triathlon tibial baseplate, she opened the first sterile blister the second blister came open with the first blister. Sterility was in question and a second no. 5 was opened.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.